Event description:
It was reported that during deployment of the stent graft, only 20% of the stent graft deployed and would not deploy any further. Information is still pending on the intended treatment site. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device is in transit to the evaluation sit. The event investigation is currently underway.